Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse). And has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined, that this was a malfunction of the electrodes. Which, were replaced. And the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the electrodes. The reported problem was confirmed. The fse replaced the electrodes to resolve the issue. The device remains at the customer site. And no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's paddles had an issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.